Manufacturer narrative:
Upon receipt, the lead was found cut approx. 17 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The visual inspection of the insulation confirmed that the lead was, apart from the present fragmentation, free of insulation breaches. The deformations of the distal shock coil occurred most likely due to tensile forces applied during the explantation procedure. Further analysis of the lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Due to the fragmented state the electrical inspection of the lead was limited to the dc resistances of the lead fragment. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 37 months after the implant, shock impedance on this lead was > 150 ohms. No visible defects were noted on x-ray or after the explant. The lead was explanted and a new one implanted. No adverse patient side effects were reported. The lead is under analysis at the moment.